Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, stylet removal difficulties occurred and the stent prematurely deployed. The target lesion was in the common bile duct (cbd). A 10x60 wallflex biliary rx stent had been selected. The nurse encountered resistance while attempting to remove the stylet from the stent delivery system and the stent prematurely deployed in the nurse's hand. There was no patient contact. The procedure was completed with an unspecified type of different device. There were no patient complications reported, with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.